Event description:
Pt presented for pacemaker follow-up - 3/24 no capture, no sensing, impedance >9,999, lead current 0.0 ma. Dx: probable lead fracture. Had underlying intrinsic rhythm sr 08. Days later - new pacing system implanted. No visual defects noted old system.